Event description:
It was reported that during an esopho-gastro dilatation (egd) with stent placement procedure, deployment difficulties were encountered. The lesion was located in an unspecified portion of the esophagus. The ultraflex esophageal 23mm x 12mm stent delivery system (sds) was advanced to the lesion. In an attempt to deploy the stent, the physician began pulling on the deployment suture, however, after deploying approximately 3/4 of the stent, the deployment suture "got hung up" and the stent was unable to fully deploy. The physician was able to successfully remove the stent and complete the procedure with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch number shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause can be attributed to design.